Event description:
While the physician had the microcatheter (subject device) in position to treat an aneurysm, he no longer could advance the catheter due to the high degree of vessel tortuosity. The microcatheter began to ¿unravel¿ and come apart in the physician¿s hands. The clear hub detached and the catheter came apart. It was reported that there was no harm to patient.

Manufacturer narrative:
A review of the device history record was performed on this batch and no issues or discrepancies were found. The device history record review showed that this device met all requested specifications. The device was used for treatment. Based on the investigation and information provided, there is no indication that the released device, labeling or packaging failed to meet its specifications. Analysis of the returned device found the catheter hub and the strain relief were detached from the catheter. Two breaks were noted in the shaft 5 cm and 16 cm from the proximal end. Multiple kinks were found along the catheter shaft located 120 cm, 130 cm and 135 cm from the proximal end. A wire was noted to be extending out of the proximal end of the catheter. This wire was found to be attached to the delivery system inside the catheter and could not be removed with out cutting the catheter. The catheter was cut to release the delivery system and the inner device was found to be covered in blood. From the analysis of the device, and the presence of blood in the catheter. This indicates that sufficient flush was not maintained during the procedure. Follow up information has found that the patient's anatomy was highly tortuous and would aide in the severe friction that was felt between the catheter and the intraluminal device. Based on the investigation and the information provided, the most probable root cause is operational context.

Event description:
While the physician had the microcatheter (subject device) in position to treat an aneurysm, he no longer could advance the catheter due to the high degree of vessel tortuosity. The microcatheter began to 'unravel" and come apart in the physician's hands. The clear hub detached and the catheter came apart. It was reported that there was no harm to patient.